Manufacturer narrative:
(B)(4).

Event description:
It is reported that the needle was inserted into the patient and the syringe was placed to aspirate, but the needle aspirated only air. The device was removed and found the needle's cone was cracked.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It is reported that the needle was inserted into the patient and the syringe was placed to aspirate, but the needle aspirated only air. The device was removed and found the needle's cone was cracked.